Event description:
It was reported the patient's device was charging fine until about a month ago. She would get 8-6 efficiency bars it would drift to 4, then 2, then 0 and her unit would show the thermometer and cut off. At that time, she was unable to get any coupling. She also reported the device was painful on the proximal end. The patient used a spacer and the belt and was able to get 4 boxes filled. Shortly after, the device went for 4 boxes down to 0 and was unable to get the device back to 4 boxes. An x-ray was done and the device was upright, not flipped. Several different recharges were tried with success after the third recharger. The patient was able to recharge successfully. The patient's recharging system was replaced. The patient was to be scheduled for device relocation to the abdomen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4): the antenna was replaced. The device tested to specifications and the complaint was unverified.